Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Description of problem or event: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Vibhash d. Sharmaa, kelly e. Lyonsa, jules m. Nazzarob, rajesh pahwaa. "Deep brain stimulation of the subthalamic nucleus in parkinson's disease patients over 75 years of age". Journal of the neurological sciences. Issue 399, pages 57-60, 11-feb-2019. Doi 10.1016/j .jns.2019.02.019. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: deep brain stimulation (dbs) is an effective therapy for parkinson's disease (pd). However, its effect in older patients is not extensively studied, as they are often excluded from dbs surgery due to concerns of complications or reduced benefit. Clinical outcomes after subthalamic nucleus (stn) dbs in older patients (age > 75 years) with pd was assessed. 52 leads were implanted using microelectrode recording, of which 22 were bilateral implants and 8 were unilateral implants. The mean age of the patients was 77.5 years old. 21 participants were male and 9 were female. The mean duration of disease prior to implant was 11.8 years. Reported events: 1 patient required replacement of 1 lead due to an infection. 1 patient underwent a revision surgery due to poor benefit. In 3 patients the surgical procedure had to be aborted due to fatigue, poor test stimulation and poor trajectory. Of these, 2 patients had surgery done later and 1 remained with unilateral dbs. 1 patient experienced a hemorrhage. 1 patient experienced a seizure.